Event description:
Haemonetics opened a service report on (B)(4) 2013 for an orthopat device with the description (utilization." No pt injuries reported.

Manufacturer narrative:
The device was returned due to the utilization issues. Upon evaluation on (B)(4) 2013 there was blood found internal to the device with damage to the key electronic components. Found blood spill on centrifuge and dripping down the distribution/dvr cable, top deck pcb, power supply and chassis. Also minor blood on driver board. No burning or carbonization was noted. This device has been cleaned, repaired and upgraded to the current fluid ingress remediation. (B)(4).